Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (te's not detected) has been confirmed. Upon investigation the monitor was intermittently unable to detect electrode belt therapy electrodes. The monitor's electrode belt connector was not fully seated in connector j4, causing the intermittent communication faults. The root cause for the unseated connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize electrode belt therapy electrodes.